Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp microbore catheter extension set leaked where between the soft tubing and the hard connector (female luer lock) where the "microclave" (one-link) is attached. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: update the device quantity to "two (02)". Additional information: d4: expiration date (update the null value to n/a), d9, g1: (device manufacturer name, address, city, state, country, country code, postal code), h3, h4, h6 (update codes), h11. H11: two (02) actual devices, two (02) photos and one companion sample were received for evaluation. Visual inspection of the returned photographs showed a drop of an unknown solution visible between the assembly of the microbore winged female luer lock adapter and the high pressure tubing; however, no separation was identified. Visual inspection of the returned devices and the companion sample did not identify any abnormalities that could have contributed to the reported condition. Pressure test, clear passage test, and pull test were performed. The pressure test failed for the actual devices, with continuous bubbles observed during the test period at the interface between the microbore winged female luer lock adapter and the high pressure tubing. The companion sample passed the pressure test. The reported condition was verified in the actual samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.